Manufacturer narrative:
Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support, however the customer declined to remove the site. Clinical support followed up with customer and customer confirmed to not performing the air removal step, and sometimes uses residual insulin. Clinical support informed customer that not performing air removal step and using residual insulin is off label per tandem user guide. Customer resumed insulin delivery. Customer's blood glucose was 132 mg/dl.